Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an episode was detected as atrial fibrillation was considered to be ectopic tachycardia by the physician. The device remains in use. No patient complications have been reported as a result of this event.